Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues with completing a prime. The customer stated that when removing the reservoir, insulin was everywhere but not inside the insulin pump. It was explained to the customer how to properly fill and install a reservoir. Nothing further was reported.